Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/19/2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii second anchor did not deploy. This was discovered during the repair of the anterior horn of the medical meniscus and radial lesion procedure on (B)(6) 2022. Surgeon measured and determined where there two anchors would be deployed. The device was inserted, the first button was advanced and retracted until a click noise was heard, the first anchor deployed and implanted without issued. While attempting to deploy the second anchor, surgeon met resistance when advancing the button, it would not slide effectively. Surgeon opted from using excessive force and case was completed with another ar-4501 meniscal cinch ii.